Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿no anomalies were visually observed,¿ ¿passed bench test,¿ and ¿failed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 20-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the charging cord to the communicator was going bad and the communicator would not charge consistently. The patient stated it had been intermittent for the last week and this week sometimes they plugged it in and when they laid it down to let it charge up, they had to turn it in a little bit because the light did not come on. The agent reviewed that it was a standard micro usb charging cord that they could purchase anywhere. The patient called back on (B)(6) 2025, stating that they tried a new charging cord, but the issue did not resolve. A replacement communicator was requested from the repair department because the communicator wouldn¿t take a charge.